Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to confirm the customer reported complaint. The complaint regarding heavy base was confirmed by failure analysis. The attached endoscope adapter (aea) was found to be damaged or had a friction issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the 30-degree endoscope movement was heavy from the base. The customer noted no improvement after cleaning the endoscope. It was also mentioned that the endoscope rotated 180 degrees after installing the endoscope into the universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the 30-degree endoscope did not move in a reversed control or opposite direction. The displayed image was not inverted. The procedure was completed using the same endoscope with no reported injury.